Event description:
The customer contact reported breakage of the distal tip of the male adapter. On an unspecified date, the male adapter of an unspecified primary tubing set was connected to a female adapter of an reported hickman central venous access catheter and was being used to deliver an unspecified medication, at an unspecified rate. After an unspecified length of time, it was reported that the distal tip of the male adapter broke off and a piece remained lodged inside the female adapter of the central venous access catheter. The customer contact reported that subsequently, the child developed an unspecified infection at an unspecified location. No specific details were provided. Though requested, no add'l info was provided including if the tubing set was replaced and the therapy was resumed, if any medical interventions were required, and the pt outcome. Hospira continues to investigate.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.